Event description:
Unsolicited case from united states was received on 12-feb-2018 from patient this case concerns a (B)(6) female patient who received treatment with synvisc one and after 5 days of starting treatment had both knees and legs began to swell/left knee was very swollen/right knee was about doubled in size, difficulty walking/barely able to ambulate, both knees and legs began to swell/calf of my left leg was very swollen/ left calf was very swollen; after unknown latency he drained a substantial amount of fluid from both knees and was unable to drive myself/missed a full week of work; after 7 days the calf of my left leg was very painful/experienced a great deal of pain in both legs and had some type of reaction to the injections/ I have factor 5 (unevaluable event); after 8 days had left foot and ankle became so swollen that I was unable to get a shoe on no past drugs, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once (lot number, dose, indication and expiration date: not reported) in both of knees. Patient had something that had previously and have always tolerated extremely well. By the following saturday ((B)(6) 2017), after 5 days of receiving injection, patient both of knees and legs began to swell and experienced difficulty walking. On monday morning (B)(6)2017, patient contacted doctor and was given an appointment to see that afternoon. Doctor stated that he was certain patient was experiencing some type of reaction to the injections but that it would likely subside within the next couple of days (unevaluable event; latency: 7 days). Patient was also sent for a doppler as patient have factor 5 and the calf of her left leg was very swollen and painful (latency: 7 days). The doppler was negative. By tuesday morning patient was barely able to ambulate and experienced a great deal of pain and discomfort in both legs. On (B)(6) 2017, after 8 days of receiving injection, patient left foot and ankle became so swollen that patient was unable to get a shoe on, left calf and knee were very swollen and right knee was about doubled in size. On an unknown date in (B)(6) 2017, after unknown latency patient was unable to drive myself/missed a full week of work. On (B)(6) 2017, doctor drained a substantial amount of fluid from both knees and put cortisone injections in each. There was substantial relief after he did so. Corrective treatment: cortisone injection for all events; drained fluid for he drained a substantial amount of fluid from both knees outcome: unknown for all the events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for he drained a substantial amount of fluid from both knees and both knees and legs began to swell/left knee was very swollen/right knee was about doubled in size.

Event description:
This unsolicited case from united states was received on (B)(6) -2018 from patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and after 5 days of starting treatment had both knees and legs began to swell/left knee was very swollen/right knee was about doubled in size, difficulty walking/barely able to ambulate, both knees and legs began to swell/calf of my left leg was very swollen/ left calf was very swollen; after unknown latency he drained a substantial amount of fluid from both knees and was unable to drive myself/missed a full week of work; after 7 days the calf of my left leg was very painful/experienced a great deal of pain in both legs and had some type of reaction to the injections/ I have factor 5 (unevaluable event); after 8 days had left foot and ankle became so swollen that I was unable to get a shoe on. No past drugs, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once (lot number, dose, indication and expiration date: not reported) in both of knees. Patient had something that had previously and have always tolerated extremely well. By the following saturday (B)(6) 2017, after 5 days of receiving injection, patient both of knees and legs began to swell and experienced difficulty walking. On monday morning (B)(6) 2017, patient contacted doctor and was given an appointment to see that afternoon. Doctor stated that he was certain patient was experiencing some type of reaction to the injections but that it would likely subside within the next couple of days (unevaluable event; latency: 7 days). Patient was also sent for a doppler as patient have factor 5 and the calf of her left leg was very swollen and painful (latency: 7 days). The doppler was negative. By tuesday morning patient was barely able to ambulate and experienced a great deal of pain and discomfort in both legs. On (B)(6) 2017, after 8 days of receiving injection, patient left foot and ankle became so swollen that patient was unable to get a shoe on, left calf and knee were very swollen and right knee was about doubled in size. On an unknown date in (B)(6) 2017, after unknown latency patient was unable to drive myself/missed a full week of work. On (B)(6) 2017, doctor drained a substantial amount of fluid from both knees and put cortisone injections in each. There was substantial relief after he did so. Corrective treatment: cortisone injection for all events; drained fluid for he drained a substantial amount of fluid from both knees outcome: unknown for all the events seriousness criteria: required intervention for he drained a substantial amount of fluid from both knees and both knees and legs began to swell/left knee was very swollen/right knee was about doubled in size a pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 20-feb-2018. Ptc (pharmaceutical technical complaint) results were added. Text was amended accordingly.

Event description:
This unsolicited case from united states was received on 12-feb-2018 from patient. This case concerns a 63 year old female patient who received treatment with synvisc one and after 5 days of starting treatment had both knees and legs began to swell/left knee was very swollen/right knee was about doubled in size, difficulty walking/barely able to ambulate/ unable to ambulate, both knees and legs began to swell/calf of my left leg was very swollen/ left calf was very swollen/ swelling in calves, ankle and feet.; after unknown latency he drained a substantial amount of fluid from both knees, fluid in knees and was unable to drive myself/missed a full week of work; after 7 days the calf of my left leg was very painful/ experienced a great deal of pain in both legs and had some type of reaction to the injections/ I have factor 5 (unevaluable event); after 8 days had left foot and ankle became so swollen that I was unable to get a shoe on, pain in both knees (latency: 4 days). No past drugs were reported. Concurrent conditions included dry eyes. Concomitant medications included levothyroxine sodium (synthroid) for hypothyroidism. Patient had a history of endometriosis. Patient is allergic to penicillin and penicillin compound, sulfa drug, amoxicillin, phenobarbital. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once (lot number, dose, indication and expiration date: not reported) in both of knees. Patient had something that had previously and have always tolerated extremely well. On (B)(6) 2017 (after 4 days of receiving injection), the patient had pain and swelling in the knees, calves, ankles and feet. Patient had fluid in the same and it was reported that the patient was unable to ambulate. By the following saturday ((B)(6) 2017), after 5 days of receiving injection, patient both of knees and legs began to swell and experienced difficulty walking. On monday morning (B)(6) 2017, patient contacted doctor and was given an appointment to see that afternoon. Doctor stated that he was certain patient was experiencing some type of reaction to the injections but that it would likely subside within the next couple of days (unevaluable event; latency: 7 days). Patient was also sent for a doppler as patient have factor 5 and the calf of her left leg was very swollen and painful (latency: 7 days). The doppler was negative. By tuesday morning patient was barely able to ambulate and experienced a great deal of pain and discomfort in both legs. On (B)(6) 2017, after 8 days of receiving injection, patient left foot and ankle became so swollen that patient was unable to get a shoe on, left calf and knee were very swollen and right knee was about doubled in size. On an unknown date in (B)(6) 2017, after unknown latency patient was unable to drive myself/missed a full week of work. On (B)(6) 2017, doctor drained a substantial amount of fluid from both knees and put cortisone injections in each. There was substantial relief after he did so. Corrective treatment: cortisone injection for all events; drained fluid for he drained a substantial amount of fluid from both knees, fluid in knees outcome: unknown for all the events seriousness criteria: required intervention for he drained a substantial amount of fluid from both knees, fluid in knees, fluid in knees and both knees and legs began to swell/left knee was very swollen/right knee was about doubled in size a pharmaceutical technical complaint was initiated with global ptc number: 52625 the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 20-feb-2018. Ptc (pharmaceutical technical complaint) results were added. Text was amended accordingly. Additional information was received on 08-mar-2018 from the patient. Event pain in both knees was added. Concurrent condition, medical history, concomitant drugs were added. Verbatim of the event he drained a substantial amount of fluid from both knees to he drained a substantial amount of fluid from both knees, fluid in knees. Verbatim of the event difficulty walking/barely able to ambulate to difficulty walking/barely able to ambulate/ unable to ambulate. Verbatim of the event both knees and legs began to swell/calf of my left leg was very swollen/ left calf was very swollen to both knees and legs began to both knees and legs began to swell/calf of my left leg was very swollen/ left calf was very swollen/ swelling in calves, ankle and feet. Clinical course was updated. Text was amended accordingly.